Event description:
During an initial implant procedure, the helix failed to retract from the right ventricular (rv) lead. Furthermore, the connecter pin detached on the rv lead. As a result, a new rv lead was used to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events of distal part of the lead detached from the lead body and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the helix header pulled from the ring electrode insulation sleeve at the ring electrode location. The inner coil was found to be stretched. The inner coil weld was intact in this location. No anomalies were noted to the connector pin. All damage noted on the returned lead is consistent at the time of procedural. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. The lead was returned with helix extended, stretched, bent, and clogged with blood/tissue. X-ray inspection found the inner coil over-torqued at the connector region and helix stretched at the helix region consistent with procedural damage. Unable to perform helix mechanism/extension test due to as received condition of the lead. The cause of helix mechanism issue was isolated to helix being damaged, clogged with blood/tissue, and over-torqued of the inner coil.